Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump loses approximately 6 to 15 minutes of time in one and a half months. Although requested by tandem technical support, the customer declined to perform troubleshooting. There was no reported adverse impact to the customer's blood glucose level.